Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced performance issues that led to an in-clinic evaluation. A revision procedure was scheduled, during which a crack was identified in the pressure-regulating balloon tube. The entire aus was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff, pump, and pressure-regulating balloon (prb) were visually inspected, microscopically examined, leak and functionally tested. The tubing of the prb was found to be worn; however, this is not likely to have affected device performance. All components performed within specification. Product analysis was unable to confirm the clinical observations of mechanical issues and tubing hole.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced performance issues that led to an in-clinic evaluation. A revision procedure was scheduled, during which a crack was identified in the pressure-regulating balloon tube. The entire aus was removed and replaced. There were no patient complications reported.